Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause was not determined and the manufacturer representative (rep) conferred with the physician's assistant (pa). The rep and the pa performed tests on the implantable neurostimulator (ins) with no abnormalities detected on the ins and leads. They then discusses the situation with the doctor's pa and asked to have x-rays done on the wiring and probe, again with no abnormalities. The issue has not been resolved. Since meeting with the rep, they have had 3 incidents with no common cause or proceeding conditions determined. The incidents are sensations in their lower torso area similar to those when a cell phone is in one's pocket on vibrate. They do not experience pain, shocking sensations, or discomfort, just pulsing on and off sensations. The closes they can describe is when they have had some physical therapy using something similar to a tens unit. They have tried turning their stimulation off using their controller and that has produced no change to the sensations at all. They continue with no idea why they cease.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was starting 2 or 3 days ago the patient started feeling a steady pulsing intermittent sensation around their pocket. Patient turned their stimulation off around 9: 30 or 10 this morning and they felt no difference in pain relief and the sensation was still happening. It felt like their phone was vibrating when getting a call or text. Pt noted it was not causing discomfort and they tried to call their medtronic rep but had not heard back yet. During call agent reviewed the pt could try to lower intensity levels to see if that helped since they only had one group with 3 programs programmed. Two programs were at 3.2 and the other was at 3.4. The patient was redirected to their healthcare provider to further address the issue.